Event description:
As reported, the plug button of a 6f exoseal vascular closure device (vcd) could not be pressed and the plug could not be released. Manual compression was used to complete the procedure. There was no reported patient injury. The patient had no infectious diseases. The device was used in a lower extremity arterial angioplasty. There was pulsatile flow observed from the bleed-back indicator. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when depression of the button was attempted. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug button of a 6f exoseal vascular closure device (vcd) could not be pressed and the plug could not be released. Manual compression was used to complete the procedure. There was no reported patient injury. The patient had no infectious diseases. The device was used in a lower extremity arterial angioplasty. There was pulsatile flow observed from the bleed-back indicator. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when depression of the button was attempted. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position. A cordis catheter sheath introducer (csi) was returned inserted on the unit with the guard fully locked and the indicator wire fully retracted. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit denoted a complete deployment state, as expected per the device intended use. No dimensional analysis was performed due to the already deployed state of the unit, where no indications of any possible malfunction related to the reported event, or any deployment difficulty was observed. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation, no damage or abnormal condition was observed to be reported. The reported event by the customer as ¿deployment lever (button) - frozen/locked¿ was not confirmed as the conditions observed on the returned unit led this evaluation to conclude that no abnormal conditions could be identified. The device was in the deployed state when received. The indicator window position was in black/white/red, deployment lever was fully depressed, and the the plug was no longer in manufacturing position while the indicator wire was fully retracted indicates that the device was fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported, nor for the kink observed, and that no corrective or preventive actions will be taken for this complaint.